Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing during an open procedure, the needle of the device broke. Surgeon used another suture to resolve the issue. There was no patient injury.